Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the wire snapped during an unspecified procedure, involving an olympus single use sphincterotome. No patient injury reported.